Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "defective implant". Later, rupture was reported. This record is for an unknown side. Device remains implanted. It's unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d2a, d2b, d4, d6a, d6b, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on may 25, 2026 with lot number 2409128. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis an opening and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "defective implant". Later the healthcare professional reported "capsular contracture, baker grade ii". This record is for the right side. Device was explanted and replaced with a non-abbvie device.